Manufacturer narrative:
(B)(4). G2: UK. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a survey that the surgeon indicated that his patients have experienced unknown complications related to implant loosening and infection; there were 6 instances of this. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04)- stem. Updated: b4, b5, d2, d10, g3, h1, h2, h3, h6, h11. D10 - medical product: catalog #: unknown, distal body, lot # unknown, catalog #: unknown, articulation kit, lot # unknown, catalog #: unknown, ulnar stem, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.